Event description:
The arthroplasty was revised due to infection and acetabular loosening. The components were implanted for ~ 2.5y. The acetabular shell, acetabular liner and femoral head were revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0 deg insert 36mm; cat# 623-00-36d; lot# mhhe8p, v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# met80w. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A photograph of the explanted shell did not add any relevant information to this investigation. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection and acetabular loosening. The components were implanted for ~ 2.5y. The acetabular shell, acetabular liner and femoral head were revised.